Event description:
It was reported that the insulin pump alarmed multiple errors. The customer's blood glucose was 178 mg/dl. The customer stated that the batteries were running out every day so they had stopped using the insulin pump for three months and at the time of the call they had been back on the insulin pump for one day. The customer stated that the rewind/ prime sounded as if it was lagging, it had a grinding sound, and the motor was being slow and lagging. The displacement test passed. Tried to run priming, the customer stated that it went back to rewind. The device was rewound again and it went through. The customer stated that the insulin pump was stored or not in use for an extended period of time. The customer stated that they could not continue the troubleshooting because they had to go to work. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.